Event description:
Information was received indicating that the inner cannula ring to a smiths medical portex® blue line ultra® tracheostomy tube had fallen off when removed for cleaning. It was reported that the inner cannula was cleaned several times a day and that the tracheostomy tube was replaced once a month. No intervention and no patient injury were reported.